Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the occluder intermittently was not working. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.